Event description:
As per report, "tech was making a prep with micron extension and connection point that connects to primary tubing separated from the tubing itself. Bd smartsite low sorbing extension set." Manufacturer response for smartsite low sorbing IV tubing, (brand not provided) (per site reporter) sales rep reported issue to manufacturer. Bd requested additional information and product back for follow-up.